Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient experienced pericardial effusion. It was suspected that the right atrial (ra) lead and right ventricular (rv) lead contributed to the pericardial effusion. Surgical intervention was carried out. Both lead remain in use. No further patient complications have been reported as a result of this event.